Event description:
A healthcare facility in sweden reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula s was found detached at the cannula tube joint during use on patient. The healthcare facility further reported that there was a drop in the patients pulse but was recovered to a stable condition. There was no reported further patient consequence.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Section h6: health effect - clinical code (e) corrected to low oxygen saturation. Section h6: health effect - impact code (f) corrected to minor injury/illness/impairment. Method: the subject device, ojr412 optiflow junior 2 nasal cannula s was not received at fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is thus based on the information, photography provided by the healthcare facility, and our knowledge of the product. Results: visual inspection of the photographs provided revealed that the tubing was detached from the cannula's right side tube joint. Conclusion: without the subject device returned for an evaluation, we are unable to determine the exact cause of the reported fault. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions which accompany the subject device ojr412 optiflow junior 2 nasal cannula s show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Do not stretch the cannula on application, this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A healthcare facility in sweden reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula s was found detached at the cannula tube joint during use on patient. The healthcare facility further reported that there was a drop in the patients pulse but was recovered to a stable condition. There was no reported further patient consequence.